Event description:
It was reported to philips that the system's monitor was producing smoke when plugged in and powered on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint and confirmed that the system was not in clinical use at the time of the reported event. During onsite inspection, the philips field service engineer (fse) found that the system was unable to boot. While troubleshooting, the fse observed that when the mobile viewing station (mvs) was powered on, the right-side lcd display emitted a burning odor and visible smoke from the back of the monitor. The fse immediately disconnected the power cord to the right display, which stopped the smoking. The issue was isolated to the right lcd monitor, where worn electrical components were identified inside the exam review display. To resolve the problem, the fse replaced the defective monitor and verified that the new display operated normally without smoke or odor. After replacement, the system was restored to good working condition and returned to service. The codes were updated based on the investigation outcome.